Event description:
It was initially reported by the patient's wife that the patient had experienced shocks "from 3:00am to 11:00am," and the lead was replaced due to it's being "defective." Additional information reported a probable malfunction of the pace/sense portion of the lead. Information was later received reporting that the lead was capped due to fracture. No further patient complications were reported as a result of this event.

Event description:
It was initially reported by the patient's wife that the patient had experienced shocks "from 3:00am to 11:00am," and the lead was replaced due to it's being "defective." Additional information reported a probable malfunction of the pace/sense portion of the lead. Information was later received reporting that the lead was capped due to fracture. Additional information received indicated that the patient's wife called to report the patient received inappropriate shocks from his lead and "it burnt." Further follow up with the physician office did not yield any additional information as they have not seen the patient for over a year. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.